Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. It should be noted that in the product IFU there is a reference to a potential complication of use of this catheter. Factors associated with the development of fatal pulmonary artery rupture during the use of flow directed balloon-tipped catheters are pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, and distal catheter tip migration. No actions will be taken at this time.

Event description:
Information was obtained from a poster at the 21st annual meeting of (B)(6) society of cardiovascular anesthesiologists. Patient had diagnosis of severe mitral regurgitation and underwent bilateral heart catheterization before mr surgery. During the heart catheterization, the patient had hemoptysis and spo2 value decreased. Patient was intubated. CT scan showed hemothorax suspected to be due to right pulmonary artery injury. Differential lung ventilation was performed. A berman catheter was inserted via the right internal jugular vein to occlude the right pulmonary artery bleeding but was unsuccessful. The patient was taken to surgery, was initially stable then a gradual decrease in blood pressure and bradycardia occurred. Cvp value was approximately 40mmhg. The chest was opened and ¿massive¿ amount of blood was noted. The right bronchus and right pulmonary artery were isolated. Decrease in blood pressure was noted and bradycardia progressed. The patient went into cardiac arrest. Cardiac massage was started. V-sheath and a-sheath were prepared in the groin. Thiamylal was administered and head cooling started. Seven minutes later, return of spontaneous circulation was noted and percutaneous cardiopulmonary support (pcps) was started. Right mid and lower lobe lung resection was performed. Once hemostasis was achieved, hemodynamics became stable and pcps was weaned off. Blood loss was estimated to be 2220ml. Patient was discharged from the hospital on pod 95 with no neurologic dysfunction. The observation noted in the poster was that the patient was high risk and it was possible that the doctor inserted the catheter too deep.